Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celcius to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and a pinhole leak was identified in the balloon 2mm proximal of proximal markerband. No issues were noted with the markerbands and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation at 15 atmospheres for 20 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation at 15 atmospheres for 20 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.